Event description:
The customer observed positively biased potassium results on pt samples. The magnitude and direction of the biased results could lead to inappropriate treatment. There was no report of pt harm as a result of this event.